Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Initial investigation confirmed that the device had no telemetry. As such, a memory download could not be performed. There was also insufficient device data to obtain battery status. The device case was removed and it was determined that the battery voltage was too low to support pacing and telemetry functions. The device battery was isolated from the circuit and removed. With external power at 2.8 volts substituted for the depleted battery, an out of specification high current drain was noted. The premature battery depletion was the result of a high current drain that was caused by a leaky capacitor. Further testing of this capacitor confirmed that the leakage was coming from within the capacitor. No further issues were noted.

Event description:
Boston scientific received information that this patient with a pacemaker had a heart rate of 30 beats per minute and was currently being monitored in an intensive care unit due to their general state. Further, the pacemaker was unable to be interrogated because telemetry could not be established despite changing programmers. Magnet frequency could not be established as well. The patient was scheduled for a device replacement. No adverse patient effects were reported. The device remains in service. Additional information received that the device was explanted and replaced. No additional adverse patient effects were reported. The device is no longer in service.

Manufacturer narrative:
This product has been returned. This report will be updated upon completion of analysis.